Event description:
Reporter alleged discrepant back to back blood glucose results of 208 mg/dl versus 112 mg/dl when testing was performed one minute apart. As a result of the comparison, it was not provided whether any actions were taken or treatment reportedly received. A request was made for the return of the suspect product and replacement product was sent.